Manufacturer narrative:
A siemens personnel had visited the customer site. After analyzing the instrument, the siemens personnel determined that pressure offset adjustment for the sample probe was out of range, which could have caused the sampling problem. Quality controls before and after service were within acceptable range. The cause of the discordant, falsely low tni-ultra results on one patient sample is unknown. Siemens is investigating the issue.

Event description:
Discordant, falsely low cardiac troponin I (tni-ultra) results were obtained on sequential draws for one patient sample on an advia centaur cp instrument. It is unknown if the initial results were reported to the physician(s). The initial and second sample draw were repeated on two advia centaur xp instruments, resulting higher. The third and fourth sample draw were repeated on only one advia centaur xp instrument, also resulting higher. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low tni-ultra troponin results.

Manufacturer narrative:
The initial MDR 2432235-2018-00023 was filed on 15-jan-2018. The first supplemental MDR 2432235-2018-00023_s1 was filed on 19-jan-2018. Additional information (30-jan-2018): a siemens headquarters support center (hsc) specialist reviewed the event data and concluded that they could not rule out hardware issues on advia centaur cp instrument, which were corrected by the siemens customer service engineer. The hsc specialist could not rule out sample handling between the customer site and alternate site, where the customer sent the samples for testing. The alternate facility was also using a different kit lot which could have caused the issue. Currently, the customer has adopted quality control ranges for each system independently. Quality control and sample recovery is acceptable. The cause of the discordant, falsely low cardiac troponin-I results on one patient sample is unknown. The device is performing within manufacturing specifications. No further evaluation of device is required. MDR 2432235-2018-00027_s1 was filed for the same issue.

Manufacturer narrative:
The initial MDR 2432235-2018-00023 was filed on 15-jan-2018. Additional information (21-dec-2017): MDR 2432235-2018-00027 was filed for the same event